Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient's therapy has stopped due to a power on reset (por) message. The patient stated he saw the message a couple days ago. The patient cleared the message while on the call. The patient called back and stated the por message was not cleared from his recharger. The patient did not have access to his patient programmer (pp) at the time of the call. The patient then called back to clear the por message and was getting poor communication. The patient stated he was able to charge on 7/31 and then his stimulation shut off on 8/2. The patient was going to contact his healthcare provider (hcp) to have his implant checked. No further complications were reported. No patient symptoms were reported.